Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: g2/g2x/express/eclipse/meridian: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three months post filter deployment, filter perforation of the ivc wall was identified during an unsuccessful attempt to retrieve the vena cava filter. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided.

Event description:
It was reported that approximately three months post filter deployment, filter perforation of the ivc wall was identified during an unsuccessful attempt to retrieve the vena cava filter. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding the event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolus. At some time post filter deployment, it was alleged that the filter was unable to retrieve. The device has not been removed and there were reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Follow-up vena cavogram revealed that the filter was in excellent position. Approximately two months and nine days post filter deployment, an attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, multiple devices were used, and a wire was gently advanced beyond the filter. A 5-french pigtail catheter was placed. Subsequent inferior vena cavogram revealed the filter was in good position, with very small amount of clot within the filter. Medial and lateral legs of the filter were either in the wall or through it. A bard retrieval system was advanced down to the top of the filter. The top of the filter/hook was snared, and the sheath system was advanced over the filter. However, after advancing approximately half of the filter, severe resistance was met. Subsequently, fluoroscopy revealed that the legs were not constrained. Further attempt was not made, as risk of caval tear felt to be high. Filter was released and follow-up cavogram revealed filter was still in good position with slight constriction of the inferior vena cava. Therefore, the investigation is confirmed for the retrieval difficulties. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,g3,g4 h11: d1,d4,h6(patient),h6(device),h6(method),h6(result),h6(conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.